Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis, cardiac arrhythmias and death on (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2013-03007.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: #1225714-2013-03006 and #1225714-2013-03007. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced cardiac arrest two days prior to the previously reported date of event.